Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On 25nov2024, several, intermittent no external power alarms activated, consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The controller was exchanged to a controller which did not have the clock set, so the exact timing of the resolution is not known; this exchange and the controller clock not being set are addressed under the controller investigations. The no external power alarms resolved when the controller was connected to battery power at 03:15, per timestamp. The backup battery supported the controller as intended while the driveline was disconnected. Attempts were made to obtain additional event information, but no response was received. No product was returned for analysis. The root cause of the no external power alarms while the controller was connected to the mpu was unable to be determined via this investigation. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were unable to be reviewed due to the serial number of the mobile power unit being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review showed a no external power event was recorded on (B)(6) 2024 at 20:00:39 while attempting to switch from battery power to mpu power. A no external power event was recorded on (B)(6) 2024 at 20:03:41 while connected to mpu power. This was likely caused by power to the mpu being briefly interrupted. The motor continued to maintain its set speed until a driveline disconnect event was recorded at (B)(6) 2024 at 20:05:50. Log files from a current primary system controller showed mostly controller clock corrupt events until the controller clock was set at (B)(6) 2024 at 13:12:38.